Manufacturer narrative:
(B)(4). Field service technician serviced device and found evidence of fluid ingression which caused all the controller boards and smart cables in the within the device to short out. All affected parts were replaced and the device tested normal.

Event description:
The customer reported an accidental spill of IV fluids into the back components of the pyxis anesthesia system (pas) device. The fluids ingressed and caused an electrical burn odor and smoke. The device was disconnected from power and removed from the room. Alternative measures were taken for medication administration. There was a case in progress at the time of the occurrence; however, there was no harm to the patient or user and there was no delay in medication access.